Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. On (B)(6) inratio=1.6, the patient self tester took 7.5mg of coumadin which was the normal dosage at the time. The patient self tester was admitted to the hospital for an elevated inr on 6/8. Lab venous draw was done on 6/8 and lab inr=9.9. Patient self tester was in the hospital for 4 days and received vitamin k along with fresh frozen plasma. He was released on the (B)(6). No other lab results during stay available.

Manufacturer narrative:
It is indicated that the products are not returning for evaluation. Since the products associated with the complaint were not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 360632, no product deficiency was found. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-14-005 to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. Further investigation documented underr CAPA-14-005.

Manufacturer narrative:
Investigation pending.